Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the left common femoral vein using the pre-close technique via a sheath greater than 8f prior to a leadless pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to greater than 24f, and the procedure was completed. Reportedly, post procedure, while the knot of a prostyle device was being advanced with the knot pusher, the suture separated. The broken prostyle suture was removed. Hemostasis was achieved with the other prostyle suture and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.